Manufacturer narrative:
Dissection.

Event description:
A 2.25mm diameter x 20mm length sprinter otw balloon dilatation catheter was inserted in a ramus vessel, when inflated the balloon ruptured, and a dissection in left main occurred. The pt was sent to surgery. The pt is reported to be fine and no other sequelae were reported. Eval summary: medtronic has received the device and it's analysis has been completed. A short radial tear was located distal to the proximal marker band. There were a number of radial scratches immediately proximal to the leak site.